Event description:
The information provided by the hospital involved indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Product code: 60001383. Batch number: b4636190. Application site: femur. Patient information: male. Patient number: (B)(6). Date of surgery: (B)(6) 2024. Surgery description: lengthening. Date of event onset: 21-nov-2024. Date of event awareness: (B)(6) 2024, admission to our emergency department. Event description: "left femur fracture (above the lengthening nail) following a mechanical fall - slide in a shopping mall. The nail did not break but there is a link with the location of the femoral fracture". The reporting form also indicated: copy of x-ray images is available. Patient current health condition: hospitalization in the pediatrics surgery department - surgery planned on the (B)(6) 2024. On (B)(6) 2025, orthofix received a copy of the completed complaint form which includes the following additional details: patient's information: 15 years, male, with weak bone density during the re-intervention performed on (B)(6) 2024, a plate was added over the nail. The nail was not removed. Bone consolidation is going well, patient is ok. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical considerations and conclusions: a technical evaluation of the nail was not possible as the nail was not removed from the patient bone. Based on the x-ray images provided, it is confirmed that the nail is not broken. Considering the information provided, it is most likely that the bone fracture that occurred is mainly attributable to the patient accidental fall. Orthofix can therefore conclude that the problem that occurred is not device-related. Should further information and/or the nail concerned become available, orthofix will finalize the investigation. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Technical evaluation. The device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the hospital involved indicates: - hospital name: (B)(6). - surgeon's name: (B)(6). - product code: 60001383. - batch number: b4636190. - application site: femur. - patient information: male. - patient number: (B)(6). - date of surgery: (B)(6) 2024. - surgery description: lengthening. - date of event onset: 21-nov-2024. - date of event awareness: 22-nov-2024, admission to our emergency department - event description: "left femur fracture (above the lengthening nail) following a mechanical fall - slide in a shopping mall. The nail did not break but there is a link with the location of the femoral fracture" the reporting form also indicated: - copy of x-ray images is available. - patient current health condition: hospitalization in the pediatrics surgery department - surgery planned on the (B)(6) 2024. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).